Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a translucid gelatinous foreign material clogged in the nozzle - however, the material was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): instruction manual evis exera olympus gif-h185 peration manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual evis exera olympus gif-h185 reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Incoming inspection determined air/water flow issues. There were few additional findings. The adhesive of the bending section cover was separated. Lenses' glue was worn out. The distal end cover was damaged. The insertion tube was buckled and wrinkled near the adhesive. Universal cord was wrinkled. Bending angulations was out of specified value. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, there was no air/water flow from the air/water flow system of the colonovideoscope. The device was returned and an evaluation at the repair center revealed clogging of the nozzle with a whitish gelatinous material which seemed to look like cleaning agent residue. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.